Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the ccu (camera cable unit) plug of the video cable section is damaged the fibre bonding in the outer tube area (distal end) is damaged. A root cause could not be identified. However, based on the results of the investigation, the cause of the reported malfunction was traced to ccu plug of the video cable section was damaged. In addition, the most probable cause of the fibre bonding in the outer tube area (distal end) was damaged trace stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had loose connection at the plug. The issue was found during a set up. There were no reports of patient involvement